Manufacturer narrative:
Concomitant medical products: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type extension product ID 3387-40 lot# (B)(4) serial# implanted: (B)(6) 2006 product type lead . Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 24-apr-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was boarded for a right extension revision due to the extension eroding through the skin and being exposed to the right side of the head. Despite the erosion, the impedances were normal, and the patient reported optimal therapy. The environmental/external/patient factors that may have led or contributed to the issue was that the patient resides in a nursing facility where they were bedridden. No falls were reported, but poor hygiene was evident. The extension was explanted. The end of the lead was re-tunneled away from the open wound on the head, and a new extension was placed and reconnected to the existing lead and neurostimulator. During the procedure, the surgeon did note some ¿unhealthy ¿ areas on the lead. The hcp used alligator clips to test impedances, which were out of range (high) at 3-1,3-2. The surgeon didn¿t want to do anything with the lead at that time. Just attached the new extension and continued with the procedure. It is unknown if the damage existed or was caused by the present procedure. Interestingly, the impedances were reading normal when the right extension was reconnected to the existing ipg. There was a difference in baseline impedance values, but they were still in range. Replacing the exposed extension and moving the connection boot away from the open wound.  The issue was resolved at the time of this report.